Event description:
Pt is having extreme burning and numbness in right leg/knee after having 1st and 2nd orthovisc knee injection that makes it difficult to walk around. Advised to f/u with mdo and pt does not want 3 and 4 injections. Rph. Pt had concerns if needing to ship medication back to MFR for testing as he has had knee injections before, but this medication was awful - per pt.